Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 20 mm promus premier select was deployed and a dissection was noted at the distal edge. The dissection was covered with a 4.00 x 12 mm promus premier select and the procedure was completed.